Event description:
It was reported that the surgery time was extended 60 minutes due to insertion and manipulation of the device. The surgery was successfully completed without further incident.

Manufacturer narrative:
From the analysis conducted during this investigation, it was concluded that the anthology inserter fractured at the transition between the shaft and striking platform, most likely from impact. An impact fracture can occur if the mechanical loads applied to the instrument exceed the strength of the material.

Manufacturer narrative:
.